Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that a balloon tip fell off. The 95% stenosed target lesion was located in the proximal end of left anterior descending branch. A 10 mm x 2.00 mm wolverine coronary cutting balloon was selected for use. During the procedure, after the device was used, the tip of the balloon fell off. There was no error in connection and the exhaust was sufficient. The procedure was completed normally with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1-initial reporter address: (B)(6). E1-initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified that the hypotube was broken 84cm distal to the distal end of the strain relief and there were multiple hypotube kinks. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that a balloon tip fell off. The 95% stenosed target lesion was located in the proximal end of left anterior descending branch. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, after the device was used, the tip of the balloon fell off. There was no error in connection and the exhaust was sufficient. The procedure was completed normally with another of same device. No complications were reported, and patient was stable post procedure.